Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the left breast. There was no alleged device malfunction contributing to the irritation. Santyl xeroform was used by a nurse for the wound. Follow up indicated that the wound is much better.